Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the subject device was not returned for evaluation, the root cause of the reported event could not be confirmed. The following is stated in the instructions for use which may prevent the event: "never use the video system center if an irregularity is observed. Damage or irregularity of the video system center may compromise patient or user safety and may result in more severe equipment damage. If an accessory of the video system center needs to be replaced, contact olympus to purchase a replacement." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Olympus technical assistance center (tac) support called the customer to troubleshoot the device. Customer reported no image with the cv-190 but there was video images on both 180 and 190 scopes. Tac advised the customer to swap the processor with a known good device which resolved the issue. Customer would send the device in for evaluation later. Based on additional information received, customer stated that the device is available for repair upon receiving diagnostic quote. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
It was reported to olympus that during preparation for use, the evis exera iii video system center did not produce an image with the cv-190. The procedure was completed with the same device. There was no harm or user injury reported due to the event.